Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient was seen in the emergency room after experiencing a fall and scratching the patient's face. The right ventricular (rv) lead was possibly fractured and had high impedance in bipolar configuration which resulted in a polarization change to unipolar configuration. The lead remains in use because it appeared to be functioning normal in unipolar configuration and the physician decided to continue using the lead due to the patient's health concerns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.